Event description:
The customer reported that after prepping with the disinfectant skinsept g which contains alcohol, the drapes and the pt's chest and right arm were ignited. The injury was classified as 1st degree burn. The pt was treated with creams and sterile wound dressings and was released from the hosp 3 days later.

Manufacturer narrative:
(B)(4). The unit was returned to an international covidien service center where the investigation did not identify anything that would have caused or contributed to the reported event. The generator passed all the tests and fulfilled all the parameters set by the MFR. The incident concomitant medical products hra5, lot #3116x, and e2100, lot #215052x have been requested but to date have not been received for eval. If the samples are received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.